Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during set up, the cardiosave intra-aortic balloon pump (iabp) power cord will not pull-out. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings and investigation conclusions), h10. A getinge field service engineer (fse) solved the issue over phone. Fse instructed the customer how to unbind the power cable from the spool assembly. The customer followed instructions and the issue was resolved. Iabp was then released for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a